Event description:
Customer stated that the provue analyzer probe was dripping and no results were affected. The possible affect of the reported condition is that the probe could drip either system wash solution a or b into a regent vial or sample tube resulting in a weaker or compromised reaction in a test.